Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during the patient's lead revision procedure (reference MFR. Report:1627487-2015-20517) the patient's scs ipg pocket site was found to be oozing. Hence, the physician decided to explant the entire system as a precaution (suspected infection). The patient received antibiotics. No additional information is available.